Manufacturer narrative:
On 11-oct-2023, the photo analysis was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leaked from the end of the device. Less than 5ml of blood leakage occurred. There was no damage or dislodgment to the hemostatic valve. There was no brim cap or hub detachment. A new device was used to complete the surgery. No patient consequences were reported. Device investigation details: a photo was received for evaluation following biosense webster's procedures. According to the photo provided by the customer, fluid was observed with blood on the device, tubbing and hemostatic valve. The issue reported by the customer was confirmed based on the photo received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. A device history record was performed for the finished device 00002287 number, and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received a photo of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00002287 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leaked from the end of the device. Less than 5ml of blood leakage occurred. There was no damage or dislodgment to the hemostatic valve. There was no brim cap or hub detachment. A new device was used to complete the surgery. No patient consequences were reported.